Event description:
It was reported by the nurse that the patient was seen in clinic and found that there was high impedance. The device has been programmed off and the patient was referred for x-rays. It was stated that the patient's mother reports increase in seizures for the last 6 weeks. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received indicating the patient has not had any trauma to the chest. The patient has not been seen by the physician but is likely the seizures are related to the high impedance. X-rays for the patient were received and reviewed. The generator placement was determined to be normal in the left chest. Based on the quality and scope of the image, the feedthrough wires and pin being inserted past the second connector block could not be assessed. The lead was visualized in the chest and neck. The strain relief bend and two tie downs appeared to be present. It could not be assessed if there was a strain relief loop present per labeling due to the scope of the image. The strain relief bend and tie downs appeared to be placed per labeling. Based on the scope and quality of the image, it appears the lead is routed behind the generator. The lead wires at the connector pin appeared to be intact. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause for the high impedance cannot be determined at this time. The presence of a fracture or micro-fracture in the lead cannot be ruled out.

Event description:
Additional information was received that the explanted device is not available for return.

Event description:
Implant card for the patient was received indicating they received a full revision due to high impedance. The suspect product has not been received for analysis to date. No additional relevant information has been received to date.